Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to moisture damage on keypad traces. The electronic assembly was corroded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that she jumped into the pool with the pump on. She took the battery out because the pump was vibrating. The customer stated that there was water under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.